Manufacturer narrative:
The probable root cause is attributed to communication issues with the fiber cables in the ssc and vsc. This issue can be resolved by fse service to replace the fiber cables.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber cable pigtails to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that the or staff noticed console 1 was not connecting to the system and was flashing yellow. They attempted to resolve the issue by restarting the system, but the problem persisted. Before contacting technical support, they disconnected the non-connecting surgeon console and rebooted the system with only one surgeon console connected, which powered on normally. During the call, the technical support engineer attempted to view system logs but was unable to see any errors due to the recent reboot. The customer decided to proceed with the case.